Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra 2 meter read inaccurately high compared to her normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021. The patient reported that on one occasion on the afternoon of (B)(6) 2021, she obtained an inaccurate high blood glucose reading of ¿260 mg/dl¿ with the subject meter compared to her normal readings of between ¿120-125 mg/dl.¿ the patient manages her diabetes with insulin on a self-adjusting dose based on blood glucose readings. In response to the elevated reading of ¿260 mg/dl,¿ the patient reported administering an increased dose of 45 units of insulin. The patient claimed that on the afternoon of (B)(6) 2021, after the insulin was administered, she developed symptoms of ¿sweating and dizziness.¿ the patient reported treating herself with food to raise her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.